Event description:
The ICD was discovered in a hardware reset. Technical services discussed that the device would not be able to provide defib support. It was later reported that the pt expired, not related to the device. The device remains with the pt.